Manufacturer narrative:
The customer reported that there was no audio at the central station and there was a death. The philips customer care solution center representative instructed the customer on how to obtain the logs from the central station and send them in for review. A review of the central station alarm logs from (B)(6) 2016 for exa22 from 09:12:51 until 09:18:38 indicated that there were 5 ***apnea and 1 ***brady alarms listed. There are also 5 other instances in which the ***brady alarms were silenced at the central station. Since the central station alarm logs do not store data from the bedside, the information is consistent with the alarms also being silenced at the bedside device or the client.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio at the central station and there was a death.